Event description:
The pt reported feeling pain at the ipg pocket site. The pt stated, the pain began after receiving an injection near the implant site at physician's office. The pt reported, he is currently in severe pain and that the pocket site is filled with blood. The pt currently resides in (B)(6) and is working with his physician to determine the next course of action. Surgical intervention will be considered to address the issue.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.